Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the mx40 telemetry device display a speaker malfunction error message and had no audible sound. It was reported the device was not in clinical use.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.